Event description:
Patient reported, right-side capsular contracture baker grade IV, pain, and concerns about recalled device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and recalled device.

Event description:
Treatment medications noted: cyclobenzaprine hydrochloride, hisbila, acetaminophen, acetaminophen with codeine, tylex, and diprospan

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.6, h.6.

Event description:
Patient reported, right-side capsular contracture baker grade IV, pain, and concerns about recalled device. The device remains implanted.